Manufacturer narrative:
G4: 29oct2019; b4: 30oct2019. H11: per the customer feedback, blower was replaced and passed preventive maintenance inspection. Unit was returned back in service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 12sep2019. The field service engineer (fse) performed troubleshooting with the customer by discussing the air flow and o2 mix accuracy testing per the manual's latest revision. The fse informed the customer that reading air flow at zero was in the older revision and is no longer a requirement. The fse advised the customer to perform the performance verification test, also provided parts ID for the flow sensor assembly and discussed installation per the manual's latest revision. The determination could not be made, that the device failed to meet specifications. The device was not being use for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. No parts were return for failure investigation; therefore, the root cause at the component level could not be determined.

Event description:
The customer reported the unit's air reading was out of range. Per the customer's report the air reading was 3 liters per minute (lpm) with a set of zero. There was no patient involvement.